Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 01-may-2026. Investigation summary: bd received 30 samples, 2 videos, and one photo for investigation. The videos demonstrate nicks in the tubing and one video displays leakage. The customer photo displays damaged or cut tubing and blood leakage from the tubing. The 30 returned samples underwent functional testing to assess for holes and leakage; all samples exhibited nicks in the tubing but did not show any points of leakage. Additionally, 30 retained samples were subjected to functional tests to evaluate holes and leakage; all retained samples passed the testing, with no evidence of device damage or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/leakage. Bd has initiated further root cause investigation relating to the issue of hub to tubing leakage through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there were holes in the tubing of two devices resulting in sample leakage on patient and clinician. There is no report as to what extent the clinician experienced exposure nor if medical intervention or treatment took place.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there were holes in the tubing of two devices resulting in sample leakage on patient and clinician. There is no report as to what extent the clinician experienced exposure nor if medical intervention or treatment took place.